Event description:
There was no patient involved in this event. Pad unit powers on without manual intervention.

Manufacturer narrative:
On receipt of the device the history and memory logs could not be downloaded. This indicates a fault. The returned pad-pak was installed and the device failed to power on, no status led was flashing. A test pad-pak was installed, all leds initially illuminated however no speech prompts were given and there was no further activity from the membrane instructional leds. The red status led and chirp were present throughout. The device was disassembled for investigation. No visual abnormalities were found. The usb and on/off circuitry voltages were measured with no fault found. The microprocessor was then replaced during testing. A test pad-pak was installed and the device passed a self-test. This suggests the fault was caused by the microprocessor. The history and memory logs were then successfully downloaded and showed the pad-pak was first installed in january 2012 and performed to specification up to the final history log entry on the 19th january 2014. The fault likely occurred after this date. The returned sam 300p was tested on calibrated equipment, the test therapy was delivered and an acceptable measurement was recorded for the test shock. The device powered off with no warnings given and a flashing green status led. Investigation found the reported fault can be attributed to failure of the microprocessor. This caused the device to fail to start up correctly with no audio prompts or instructional leds given.